Manufacturer narrative:
(B)(4). Method: the complaint neopuff was received at our regional facility on (B)(6), where it was inspected by a trained fisher & paykel healthcare technician. The manometer was visually inspected and performance tested. Performance testing revealed that the manometer was not reading accurately. The manometer was replaced and the neopuff was returned to the customer after performance and calibration tests. The faulty manometer was returned to fisher & paykel healthcare new zealand for evaluation. Results: the complaint manometer was fitted into a known good valve system and tested based on the neopuff technical manual the test revealed that the manometer was out of specification. The tet result showed that the actual pressure delivered was higher than that indicated on the manometer. A lot check revealed no other complaints for the lot number provided. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. All manometers of the neopuff units are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Event description:
A biomedical engineer at a hospital in (B)(6) reported that the manometer of a neopuff infant resuscitator was inaccurate and requested a service of the device.